Event description:
While on the call pt states they had a dr who made the pt do lithotripsy and it broke the pump. Pt then states it was not an (B)(6) pump but a flowonix. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).